Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. Attempt to replicate the user complaint with freestyle libre 2 (B)(4) using a known good libre 2 sensor was performed, and high/low glucose alarms were successfully received. No issues were identified with the freestyle libre 2 application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a missing low glucose alarm with the adc device. As a result, on (B)(6) 2022, the customer experienced shaking, sweating, and imbalance and was brought to the emergency room. The customer was provided orange juice for treatment of hypoglycemia, and additionally dex IV tablets and other unspecified medications. No additional information was provided as the customer ended the troubleshooting process. There was no report of death or permanent injury associated with this event.